Event description:
It was reported that on (B)(6) 2010, due to stable angina and a positive stress test, the patient underwent percutaneous transluminal coronary intervention. Rotational atherectomy was used to facilitate stenting to the mid right coronary artery (rca). A minor edge dissection (type a) was noted at the distal end of the first promus 3.0 x 23 stent that was deployed and therefore, a second promus 3.5 x 15 stent was deployed as treatment. The dissection was reported to not appear to be severe and was fairly mild. The dissection resolved on (B)(6) 2010. In the opinion of the investigator, the dissection was mild in intensity, not related to the study drug, not related to the study device, and definitely related to the study procedure. Post-stent deployment residual stenosis was 0% with timi 3 flow. On (B)(6) 2010, the patient received a peri-procedural loading dose of study medication (B)(4) 300 mg. Clopidogrel 75 mg dosing and aspirin 325 mg dosing were both started on (B)(6) 2010. The patient was discharged from the index hospitalization on (B)(6) 2010. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the sheath could not be completely split. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully deployed. The device was returned with the clip at the distal end of the device on the flex-guide. The sheath slit was incomplete. The thumb advancer had been unlocked via the access ports and retracted as far proximal as possible to facilitate device removal. This finding indicates that resistance was encountered during deployment. The device was opened to examine the internal components and they were found in the corresponding retracted positions and undamaged with the exception of the garage block. The movement of an internal component (garage block) was restricted which resulted in the proximal displacement of the components tube and exposure of the loaded clip. This prevented further deployment of the device and the clip by limiting the movement of the clip pusher block/tube assembly. The pusher block did not connect with a component at the distal end of the release rod to collapse the locator wings and disengage the plunger due to the restricted movement of the garage block. The root cause for the restricted movement of the garage block and subsequent inability to deploy the clip is due to resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. The investigation is on-going. A review of the device history record for this lot did not produce any findings relevant to this event.